Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1945 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "attempted PICC line, the line would not insert past the chest. After pulling the PICC line and introducer out while holding pressure, I looked down and underneath my gauze that was holding pressure I saw part of the wire there. It had broken loose from inside the PICC line. I did see that is was the tip with the different coloration. I did go ahead and have the doctor order x-rays to just make sure that there wasn't any wire left in the patient . It was all clear. "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed but the exact cause remains unknown. One 3cg stylet t-lock assembly was returned for evaluation. The catheter was not provided. A segment of the distal polyimide tubing was returned completely fractured from the main length of wire. The broken segment measured to be 2.3cm in length. A kink was present 1cm proximal to the break site. Microscopic observation of the fractured region revealed it to be compressed and was likely caused by kinking. The polyimide tubing was cut in a region near the fractured location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The event description indicates resistance was experience during advancement of the catheter assembly. Advancement against resistance may have contributed to the formation of a kink leading to the break. Since the stylet was observed to have a complete break, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of (B)(6) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "attempted PICC line, the line would not insert past the chest. After pulling the PICC line and introducer out while holding pressure, I looked down and underneath my gauze that was holding pressure I saw part of the wire there. It had broken loose from inside the PICC line. I did see that is was the tip with the different coloration. I did go ahead and have the doctor order x-rays to just make sure that there wasn't any wire left in the patient. It was all clear."